Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that sensor was broken. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer that when he tried to remove the plastic base, the needle portion did not detach causing him not to be able to use the sensors. The device will be returned for analysis.